Event description:
Patient said the old pacemaker went "out of rhythm" and "you are operating on one lead", it had "failed". (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).